Manufacturer narrative:
(B)(4). Additional information obtained from the customer to establish material number of reported device involved.

Event description:
Customer complaint received via med watch alleges "during a microlaryngoscopy and excision of the left laryngela lesion, the laryngo scopy blade with tip of fiberoptic light broke and fell off in patients mouth while doctor was using it to reposition the tube. No injury to the patient."

Manufacturer narrative:
(B)(4). One (1) 004550003 rusch greenlite disposable metal miller 3 blade was received for investigation. Upon arrival the complaint that the distal tip end of the fiber optic pipe light had broken off was confirmed. The complaint description states that during patient intubation the distal tip end of the fiber optic pipe light broke off and lodged in the patient's mouth. The breakage appears to be associated with use. The manufacturer (truphatek, india) has issued complaint investigation (B)(4) to address the root cause and determine if any corrective/preventative actions should be assigned. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint received via med watch alleges "during a microlaryngoscopy and excision of the left laryngela lesion, the laryngo scopy blade with tip of fiberoptic light broke and fell off in patients mouth while doctor was using it to reposition the tube. No injury to the patient."